Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event the occlusion of the bca may be caused by improper placement of the stentgraft, which is supported by the event description "however, it was deployed more proximally than planned and caused occlusion of the bca." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with the right fa approach. Configuration of the aortic arch was sharp. Though the proximal neck was short, the bca was debranched to the left cca and the left sa, then 25 mm of the proximal neck length was secured. The physician planned to implant esbe-30-80-pf-t in the descending aorta and zteg-2pt-42-208-pf in the proximal side. Angio pigtail catheter was approached from the right sa. After debranching the bca to the left cca and the left sa, due to a difference in diameters between proximal and distal vessels, esbe-30-80-pf-t was placed in the descending aorta first and then the user attempted to place zteg-2pt-42-208-pf at origin of the bca. Since zteg-2pt-42-208-pf was placed with the first stent bent downwards, ballooning was performed to adjust the bend but nothing was changed. Then, tbe-42-81-pf was attempted to be additionally placed. However, it was deployed more proximally than planned and caused occlusion of the bca. Then, the physician tried to pull back the tip of extension device with coda balloon, but failed. At the same time, 12 fr. Drysheal sheath (gore) was inserted from the bca and excluder leg was placed with chimney technique. Though a blood flow was secured, blood pressure did not rise. Since there was a blood flow in the limbs, axio-femoral bypass (right fa and right sa) was eventually performed to secure the blood flow to the head. Patient outcome: blood pressure recovered, but recovery of consciousness has not been confirmed.